Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On, 12-may-2024 it was reported that the patient encountered infusion set cannula was kinked within 4-5 hours of insertion. 5 sets showed issues. Patient blood glucose was between 250-300 at the time of event. Patient replaced infusion set and resumed insulin successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -MDR device 3 of 5.